Manufacturer narrative:
(B)(4). Concomitant medical products: provisional standard all poly patella, catalog # 00597106529, lot # unknown, nexgen articular surface with lps/lps-flex, catalog # 00596202210, lot # unknown , nexgen stemmed tibial component, catalog # 00598002702, lot # unknown , headed screw, catalog # 00579104100, lot # unknown. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location of the device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to periprosthetic fracture of the femur requiring a segmental knee for stability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - provisional standard all poly patella, catalog # 00597106529, lot # 63165705. Nexgen articular surface with lps/lps-flex, catalog # 00596202210, lot # 62843059. Nexgen stemmed tibial component, catalog # 00598002702, lot # 63135787. Headed screw, catalog # 00579104100, lot # 63178045. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.